Event description:
During a follow up, loss of capture was observed on the left ventricular (lv) lead. X- ray imaging was performed and the lv lead was found to be dislodged. The lv lead was explanted and replaced to resolve this event. The patient was stable.